Manufacturer narrative:
Upon review of the investigation results, the complaint was re-assessed and found to no longer be considered reportable; severity decreased from 3(5) to 2(5) and pra was adjusted (to accidental loosening of conductors and connectors). Investigation: no investigation method could be applied, because no product available. Therefore, an investigation of the product is not possible. Based on the provided picture, the hook electrode has come loose. Device history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are 1 similar complaints against the same lot number(s), from the same customer ( 400606252 / 400606253 ). The current failure rate is within the risk analysis and therefore acceptable; severity was 2(5) and probability 2(5). Explanation and rationale: a surface analysis of the soldered joint is not possible from the pictures, cause cannot be determined. "The same circumstance has been analyzed in another similar complaint. The soldered joint is made according to a work instruction and the solder is applied inside the ceramic part gk384200. As the soldered joint is hidden and cannot be checked visually, the joint of gk384202 and gk384200 is tested a 100% by a deduction test with 20n, this test is used to verify the quality of the soldered joint. On this basis the products are released by manufacturing. As this test is done 100% on the whole batch, the products have been delivered by the manufacturing department within the required specification." All electrodes are subjected to a 100% mechanical test before delivery, so a production-related error can be ruled out. Without further knowledge about the circumstances, we assume, that some excessive extern force applied on the electrode- hook damaged or pre-damaged the solder joint. A definitive root cause for the problem cannot be determined. The second inspection in the production facility confirms the first inspection result of the solder joint. Unfortunately, we did not receive the dropped hook and the base body for surface examination. Conclusion/preventive measures: based upon the investigation results, a definitive root cause for the problem cannot be determined. Based upon the investigation results, a CAPA is not necessary.

Event description:
Associated medwatch-reports: 9610612-2023-00163 (400606252 - gk384r), 9610612-2023-00164 (400606253 - gk384r).

Event description:
Associated medwatch-reports: 9610612-2023-00163 (internal aesculap ag ref. No. (B)(4) - gk384r), 9610612-2023-00164 (internal aesculap ag ref. No. (B)(4) - gk384r). Update: involved components: gk373r / inner tube w/handle for gk372r (internal aesculap ag ref. No. (B)(4)). Gk370p / shaft only f/modular monopol.electr (internal aesculap ag ref. No. (B)(4)).

Manufacturer narrative:
Additional information: b5 - involved components added, d9- product returned, d10 - involved components, h3 - yes, evaluation, h6 - codes updated. Investigation results: aesculap ag received the product in an used condition and the instrument reveals the hook is broken. Device history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on the review of the applicable risk analysis. Explanation and rationale: the soldered joint is made according to a work instruction and the solder is applied inside the ceramic semi-finished goods gk384200. As the soldered joint is hidden and cannot be checked visually, the joint of the semi-finished goods gk384202 and gk384200 is tested a 100% by a deduction test with 20n, this test is used to verify the quality of the soldered joint. On this basis the products are released by manufacturing. As this test is done 100% on the whole batch, the products have been delivered by the manufacturing department within the required specification." All electrodes are subjected to a 100% mechanical test before delivery. Conclusion/preventive measures: on the basis of the available information as well as the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigation results, a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information/investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product gk384r - ceramic electrode tip l-hk f/gk372r. According to the complaint description, the electrode completely detached from the ceramic; one during surgery and the other while performing postoperative irrigation. We received two complaints regarding the monopolar electrodes. Patient harm was unknown. Additional information was not provided nor available. Additional patient information is not available. The malfunction is filed under aag reference (B)(4) (400606253). Associated medwatch-reports: 9610612-2023-00163 (400606252 - gk384r).